Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: m. Reul, f. Johnscher, s. Nijs and h. Hoekstra (2017), open reduction and internal fixation of lateral tibial plateau fractures with free subchondral 2.7-mm screws, journal of orthopaedics and traumatology vol. 29(n), pages 431 ¿ 451 (belgium). The aim of this study is to assess the exact reconstruction of the depressed articular surface and subchondral fixation of the lateral tibial plateau. Since february 2014, a total of 23 patients (9 male and 14 female) were included in the study. These patients had lateral tibial plateau fractures that were treated with variable locking compression plate. The mean follow-ups were unknown. The following complications were reported as follows: 1 postoperative superficial infection was noted. 2 patients had residual instability of the medial collateral ligament. 8 patients still complained of pain and limitations to varying degrees. 3 patients there was a knee flexion limitation. 9 patients showed incomplete bone consolidation of the fracture a (B)(6)-year-old patient had a metal removal was planned 1 year post-op due to slight pain. A (B)(6)-year-old patient showed in the CT-scan result a minimal lateral tibial articular surface irregularity with small gap formation. This report is for an unknown synthes locking compression plate. This is report 1 of 6 for (B)(4).